Manufacturer narrative:
Analysis of the pump found an anomaly with the motor; the coil shorted to case.

Event description:
A motor stall was reported and never recovered. The patient experienced underdose symptoms and required intra venous infusion with morphine. The device remained implanted- out of service. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient already got a new pump. The patient¿s status was ¿ok now, due to pump replacement¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.